Event description:
Info received indicates the left-hand head siderail will not lock in the up position. The weld on one side of the u shaped channel that the latch blocks and pull knob is attached to is cracked. A new left hand head siderail has been installed and is working properly.